Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, the lead with the catheter could not be successfully implanted in the atrium. The p hysician replaced the lead with a new one and used a new sheath. No patient complications have been reported as a result of this event.